Event description:
Customer called and reported an intermittent loss of wireless communications on both floors. A reboot of switch1 restored all telemetry. Customer agreed to look into replacing the cisco switch through a local supplier. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The customer is sourcing a replacement switch locally. The failed part is not being returned to welch allyn for evaluation and will be scrapped locally. A cisco network switch and its sub-assemblies are off-the-shelf computer peripherals made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure. Conclusion code: other (bmet troubleshot and replaced cisco network switch).